Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of two pins from the power module patient cable being stuck inside the white system controller power cable connector and an inability to establish communication with the heartmate touch when connected to the patient cable was confirmed. Visual inspection of the returned system controller (serial number: (B)(6) revealed that pins were stuck in sockets 5 (transmission communication) and 6 (receiving communication) of the white power cable connector. Additionally, inspection of the returned power module patient cable (lot number: 11020111901) revealed that pins 5 and 6 were missing from the white power cable connector. No other physical anomalies were observed. The two pins stuck in the white power cable connector were removed in order to perform testing. After removing the pins, the system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The log file downloaded from the returned controller contained approximately 3 days of data (B)(6) 2021 ¿ (B)(6) 2021 per the timestamp). The log file captured intermittent power cable disconnect alarms that were not associated with power source exchanges on (B)(6) 2021 from 9:28:48 to 9:29:54 due to the relative state of charge (rsoc) voltage on the white power cable dropping to approximately 0 v. The atypical alarms occurred while connected to the power module and while connected to 14v batteries. The driveline was disconnected on (B)(6) 2021 at 9:37:36 to exchange the controller. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The root cause of the power module patient cable pins becoming stuck in the white power cable connector of the system controller could not be conclusively determined through this analysis. The two pins being stuck in the power cable connector would result in an inability to communicate with the heartmate touch when connected to the patient cable. The root cause of the atypical power cable disconnect alarms could not be conclusively determined through this analysis; however, the alarms may have been related to a connection issue caused by the pins being stuck in the connector. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 26jul2021. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ provide guideline for properly connecting and disconnecting the power cable connectors. These sections also ¿ cover all alarms (visual and audible), including the power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 IFU section 8 "equipment storage and care" describe how to care for and clean all equipment, including the system controller power cables/connectors. Heartmate 3 patient handbook section 10 and heartmate 3 IFU section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting/cleaning the system controller power cables/connectors. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the heartmate touch was not recognizing the patient's system controller while connected to the patient cable. After troubleshooting, it was discovered that the patient's white power cable of the system controller had two pins from the patient cable stuck inside. The patient underwent a controller exchange and they tolerated it well.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.